Event description:
It was reported that the patient with this right ventricular (rv) lead fell when being wheeled outside. The field representative checked the device system and found that there was no capture with the rv lead and suspected of microdislodgement. Subsequently, this lead was repositioned and got good numbers. This lead remains in service. No additional adverse patient effects were reported.